Manufacturer narrative:
The lead remains implanted and the physician will continue to monitor the patient's system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed high out of range impedance measurements. The right ventricular sensing was stable however the threshold measurements had increased. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the rate/sense portion of this lead was capped and successfully replaced with another lead. The physician reported the rate/sense portion of the lead appeared damaged. No adverse patient effects were reported.

Event description:
Our company received additional information that this right ventricular lead's out of range impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
The products remain implanted and the physician will continue to monitor the products. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The shock portion of this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.